Manufacturer narrative:
The electrode lot number was d71, and the expiration date was 31-aug-2015. The calibration was acceptable. The qc was out of range. The alarm trace showed "water reservoir level too low" and "inc bath water level sensor" alarms. The sodium and reference electrodes as well as the reagents were replaced. The field service representative performed reagent primes, checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas 4000 c311 stand-alone system. Patient 1: the initial result was 130 mmol/l, and the repeated result was 145 mmol/l. Patient 2: the initial result was 174 mmol/l, and the repeated result was 135 mmol/l. Patient 3: the initial result was 123 mmol/l, and the repeated result was 139 mmol/l. The samples were repeated at the physician's request. The repeated results were believed to be correct.